Manufacturer narrative:
(B)(4)

Event description:
It was reported that a software anomaly was noted while reprogramming the device in vvi mode. Device mode was changed to ddi and programming changes were made uneventfully. Then the device was programmed to the desired vvi mode without adjusting any other parameter.